Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient fell and wasn't receiving relief with all their electrodes. High impedances were noted on electrodes 0, 4-7, 9, 11, 13, and 14. The patient was reprogrammed but the issue was not resolved- the patient was advised to discuss options with their healthcare provider. It was unknown if surgical intervention was planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell three months prior to the report and there was a loss of therapy. Impedances on electrodes 8 -15 were testing greater than 10,000 ohms. Reprogramming was performed to try to resolve the issue. It remains unknown if the reprogramming resolved the issue. It was unknown if a surgical intervention occurred. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported a revision was scheduled for (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient would like the stimulation to focus more on l4 - l5. The patient reported that their pain when they sit up is really bad in the center of the back. No further complications are anticipated.